Event description:
A physician reproted a pt who was treated on 12/5/96 into the forehead and glabellar lines. On approx 12/5/96, the pt developed erythema, swelling and tenderness along the treated lines. On 12/21/63, the pt develped mild periorbital edema of both eyes. On 12/21/96, the physician prescrivbed oral antibiotics and antihistamines and believed the symptoms were relatged to collagen.